Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was placed without issue or malfunction in the patient's room. However, the user was unable to measure the pressure. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The probable cause of inability to read pressure could not be determined based upon the information provided and without a sample. No further action will be taken.